Manufacturer narrative:
Concomitant medical products: product ID: b3400095, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Product ID: b3400095, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. The main component of the system. Other relevant device(s) are: product ID: b3400095, serial/lot #: (B)(4), ubd: 01-jul-2023, UDI#: (B)(4). Product ID: b3400095, serial/lot #: (B)(4), ubd: 20-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and the system was replaced.